Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial#: unknown, product type: recharger, product ID: m943899a, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that since date of implant, the patient hasn't had 50% pain relief from the device. They had pelvic pain and the implanting physician wasn't able to put the leads directly on the nerves that correspond to the patient's pelvic pain. The patient lost their recharge telemetry module and also recharging belt. It was reported that they couldn't charge without it.